Event description:
It was reported that during a device upgrade that the left ventricular (lv) lead was sticking to the inside of the subselector catheter. Once the catheter was slit, the lv lead insulation was found to be damaged. The lv lead was not used, and the physician elected to complete the procedure with a different lv lead. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.